Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had power error detected. The customer¿s blood glucose level was 398mg/dl and treated with manual injection. Troubleshooting was performed. Customer was advised to remove the battery from the pump and monitor the notification light. Notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to connector resistance issue. No unexpected low battery alarm noted.